Event description:
It was reported that the pacemaker had recorded an alert for high out-of-range pacing impedance measurement, measuring at 2019 ohms. Latitude data was reviewed, and boston scientific technical services indicated that there was no evidence of noise of loss of capture. In addition, the threshold has been increasing since (B)(6) 2023. Technical services provided troubleshooting options and no adverse patient effects were reported. The physician wants to know if replacing the rv lead should be considered. The patient has not return to the clinic for a follow-up visit. The device and rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker had recorded an alert for high out-of-range pacing impedance measurement, measuring at 2019 ohms. Latitude data was reviewed, and boston scientific technical services indicated that there was no evidence of noise of loss of capture. In addition, the threshold has been increasing since february 2023. Technical services provided troubleshooting options and no adverse patient effects were reported. The physician wants to know if replacing the rv lead should be considered. Technical services understand this decision especially in the context of patients brady dependency and the medical decision is at the physicians discretion. The patient has not return to the clinic for a follow-up visit. The device and rv lead remain in-service.